Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per review of wo on 29oct2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per review of wo on 29oct2024, there was no patient involvement. Per follow up information received via mail on 10dec2024, this has been resolved at the customer site. This case was field action as per tb1190046 rev1 and action was taken under tb1190046 rev1. Per follow up information received via mail on 16dec2024, it would be serviced at customer location. Confirmed issues, but waiting for customer confirmation. Repair was not yet done. Per sample evaluation results received via task on 07feb2025, it was reported that the failed chiller pump contributed to issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Chiller pipe not freezing even though chiller pump was not working. Replaced chiller. Failed chiller pump contributed to issue. Replaced chiller pump. No further issues noted. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.